Event description:
It was reported that balloon rupture occurred. The target lesion was located in the hamstring. A 9.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. D4: lot number updated from 0021743319 to 002943738. D4: expiration date updated from 02/13/2021 to 07/27/2020. Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon bond and extending approximately 29mm distally across the balloon material. An examination of the balloon material and markerband identified no issues. The rated burst pressure for this device is 18 atmospheres as per mustang specification. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the hamstring. A 9.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.